Event description:
The patient stated that the ins was put in too high so they had the ins moved about a year ago. It was thought it was moved in (B)(6) 2015. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.